Event description:
A pcl case scheduled for 2004 was cancelled doe to no pcl instrumentation available. Sales representatives recieved the pcl rental, but inadvertently shipped it back. Pt was under anesthesia, graft was open and they were not able to save the graft, this case was rescheduled for the next morning at 7:00a.m. Sales rep obtained another pcl set and stated that the pcl repair was successfully completed without incident.